Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open splenectomy distal pancreatectomy, there was a problem unloading the device, staple load could not be unloaded because knife blade return knobs could not be pulled back to open and release jaws from tissue. Tissue had to be cut off the stapler jaws with a scalpel. A surgical intervention was needed to prevent a permanent impairment of a function - suture ligation was used to control bleeding of the pancreas blood supply when the stapler jaws had to be cut from the tissue using a scalpel. Estimated blood loss due to this adverse event was 300-400cc. There was tissue damage - there was additional bleeding due to additional tension on the tissue as the surgeon tried to free the stapler jaws from the tissue. Once the stapler was cut away from the tissue, the jaws of the stapler were still jammed shut, making it very difficult to retrieve the staple line tissue to send to pathology for margin inspection. The surgical time was extended by 45 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted that it was fully fired with the reload jaws were clamped with clamp button advanced to the 1cm mark. The proximal end of the unit was found with a broken lug. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.